Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during a stress echocardiogram study, the system did not capture all the images that the sonographer claimed were taken. There was no report whether the study was repeated or not. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem, and provide the investigation results. Investigation: during the investigation, it was determined that during the workflow step, the issue can be avoided by not double clicking on the resume button when a protocol is paused. This issue was resolved in the vc31b patch release, which was expected in q3 of fy2016. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.